Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated the cgm was below 90 mg/dl and her husband provided her with apple juice and honey, but she did not improve and lost consciousness. Emergency medical services (ems) was called, she was treated and transported to the hospital. Her bg per the emergency department was 20 mg/dl. She was treated and released home. Additionally, it was reported that the cgm values have been about 60 ¿ 75 mg/dl points different. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.